Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/increasingly intense pain,pain") and endometritis ("other injury(ies) or complication please describe:endometritis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("increased bleeding during menstruation/bleeding/abnormal bleeding(vaginal,menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). In 2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("tumor / teratoma/cancer - type: fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the endometritis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, endometritis, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2009, (B)(6) 2010. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Type of application: disability. Date (or year) application: (B)(6) 2016. Nature of claimed injury/disability: disability of hysterectomy. Outcome of application: successful. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation; therefore, the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined; therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received :following events were added : abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), tumor /teratoma/cancer - type: fibroid, other injury(ies) or complication please describe: endometritis, lower abdominal pain & abdominal pain. Outcome of the event menorrhagia was changed from not recovered/not resolved to recovered/resolved. Reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.